Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging incorrect info - vial. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s test strips have been returned on 3/10/2015 and evaluated by lifescan product analysis on 4/15/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips vial label was found to have missing/incomplete print. In addition, a secondary issue was noted when the test strip vial was found to be over-labelled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.